Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the device had failed to detect an upstream occlusion. This device was evaluated with a work instruction that prevented determination of component causality for the undetected upstream occlusion or any further evaluation as the device was no longer in its received condition. The ultrasonic sensor was replaced to ensure continued accurate occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.